Manufacturer narrative:
The insulin pump was received with broken end cap. Unable to perform functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alarm and motor error alarm due to broken end cap. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and was returned for analysis.